Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (3000 mcg/ml at 1237.7 mcg/day) via an implantable infusion pump. It was reported that the patient began experiencing symptoms of baclofen withdrawal including agitation and increased spasticity. The patient was evaluated and the pump logs were read. They showed a motor stall occurred on (B)(6) 2018 at 10:53 and it recovered the same day at 20:44. Another stall occurred on (B)(6) 2018 at 22:04 and recovered on (B)(6) 2018 at 04:49. The motor stalled a final time on (B)(6) 2018 at 23:41. The patient was scheduled for a pump replacement on (B)(6) 2018 at 07:30. During the replacement procedure copious amounts of pus were discovered in the pump pocket. The active infection may have contributed to the patient's withdrawal symptoms. Both the pump and catheter were explanted after the discovery of the pus and "suspicion of possible sepsis by the surgeon." The doctor refused to send the devices with the representative "due to risk of spread of infection." The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.